Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b1, b2, b5, h1, h6: the initial complaint was reviewed and found not reportable. Additional information as received indicating the trochanteric fixation nail advance (tfna) nail was broken. There was no allegation of a malfunction against the locking screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Additional information as received indicating the trochanteric fixation nail advance (tfna) nail was broken. There was no allegation of a malfunction against the locking screw.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the trochanteric fixation nail advanced (tfna) nail failed at the bump cut area and there was a non union of the fracture. This report is for one (1) 5.0 mm ti locking screw w/t25 stardrive 54 mm f/im nail-ster. This is report 1 of 1 for (B)(4).